Event description:
The distributor reported that during preparation for a coronary artery bypass graft procedure, five heartstring seals cracked during the loading process into the delivery tube. A side biter clamp was used to complete anastomosis. No additional pt complications were reported.